Event description:
It was reported that the patient experienced mechanical issues with an artificial urinary sphincter (aus). A future surgical procedure was expected to take place on (B)(6) 2020. It was further reported that the patient experienced recurring incontinence.